Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy on her right t6 lead. Impedances were checked and they were within normal limits. Reportedly, the patient also experienced left side tingling on all contacts. As such, x-rays confirmed lead migration. As a result, surgical intervention may be taken to address the issue.

Event description:
Follow up revealed that the patient underwent surgery to have their right t6 lead replaced. Reportedly, effective therapy was restored post operatively